Event description:
It has been identified that this record, mrn 9617229-2024-25335, is a duplicate of mrn 9617229-2024-20198. Please see mrn 9617229-2024-20198 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported left side "problems." Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.